Event description:
It was reported that a triple channel pump experienced a failure code 533:320:717:0000 during clinical use. This alarm condition will stop the channels in use and give an audible alarm. The pump was reportedly being used for levophed, dopamine, and fentanyl at the time. The pt's blood pressure was reported to decrease to 80/40. It was reported that a single channel pump was used to restart the levophed. It was not reported how the other medications were restarted. The pt returned to pre-incident status.